Event description:
Report received of a non-delivery of IV fluids with no pump alarm. The pump was set up to deliver an unspecified IV fluid at an unspecified rate. It was noted an undetermined time after the infusion was started that there was no fluid being delivered. The pump was incrementing as though fluid was being delivered, but there was no fluid dripping in the drip chamber. There was no reported pump alarm. There was no adverse effect to the patient. The pump was removed from clinical service. Though requested, there was no further information available.